Event description:
Caller reported a malfunction on pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer addressed high blood glucose by administering a correction injection via mdi, and no assistance from a third party was required. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).